Event description:
It was reported that the patient presented with a right ventricular lead that exhibited failure to capture. The lead was explanted. The patient was in stable condition. Additional information was requested, but not received.